Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cassette leakage occurred during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the fourth complaint for the finish goods lot; however, this is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. A pressure leak integrity test of the sample was performed and no leak was observed. The sample met specifications. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and tune successfully. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The investigation results were unable to confirm a malfunction associated with the customer¿s reported event. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).